Manufacturer narrative:
Note: this event is considered to be low risk and unlikely to contribute to death or serious injury. This report should not have been reported initially. Investigation summary: it was confirmed that the electrosurgical generator passed rf output testing prior to shipment to the customer. When the generator was returned for scheduled preventative maintenance, the rf output verification test was not performed upon receipt of the generator. As part of preventative maintenance, components were replaced and the unit was calibrated. When the rf output test was performed, the unit did not pass. However, after recalibrating the generator, the unit passed rf output verification testing. Therefore, engineering was able to determine that the root cause of the rf output verification failure was due to the initial calibration performed. After calibration, all electrosurgical generators must pass rf output testing prior to shipment. Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed unknown - service order (B)(4) . Esg failed the rf output test on d-0338 rev. E. Test step 4 on power calculation. Patient status - n/a.